Event description:
Facility reports that 25-35 minutes into the treatment- pt stated that she was bleeding. The venous line became disconnected from the tessio catheter. Pts hemoglobin dropped from 12.2 to 10.2. Based on this MDR filed due to bloodloss estimated blood loss > 275cc. No additional adverse effects to pt was not hospitalized and did not require a transfusion.